Event description:
It was reported this balloon ruptured during post dilatation of a stent in a superficial femoral artery stent placement procedure. Resistance was encountered upon removal of this balloon catheter through the introducer sheath resulting in the balloon material detaching in the pt at aortoiliac junction. Surgical retrieval of the detached balloon was uneventful. Another balloon catheter was used to successfully complete the procedure without any pt complications. This device has not been rec'd for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. Therefore, we believe the above factors may have contributed to this event. However, without evaluating the device, we cannot determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. Ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae...any use for procedures other than those indicated in these instructions is not recommended...only 4mm through 8m od and 1.5, 2, 3 and 4cm length balloons on 75cm length shafts are indicated for stent deployment/optimization of the palmaz and palmaz-schatz balloon-expanding stents for the biliary system."